Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Review of the most recent repair record determined that the bottom roller and comb were damaged. The bottom roll and comb were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that the device had a broken handle. Sent for preventative maintenance. No further information provided. Investigation found the comb was damaged.